Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error code. As a result the link electronic module (lem) circuit board was calibrated, the hard drive was reimaged and software was reloaded to address the issue. It was also noted that the left keyboard hinge was broken. (B)(4).